Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1806702 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device sealant failed to deploy properly. No other information is know at this time.

Manufacturer narrative:
Phone number is being corrected. Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) sealant failed to deploy properly. No other information is know at this time. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was engaged to the tamp lock and the sealant was covering the balloon¿s proximal bond as received. The procedural sheath was pull back to the shuttle handle. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The advancer tube was properly engaged to the proximal tamp lock as received. No anomalies were observed. A device history record (DHR) review of lot f1806702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was confirmed through analysis of the returned device since it was received with the sealant. However, the exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the information available for review, procedural/handling factors during shuttling down and/or sheath retraction may have contributed to the failure to deploy experienced by the customer since there were no issues found with the device during analysis. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned devices performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analyses suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.